Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 468 mg/dl at the time of incident and current blood glucose level was 345 mg/dl. The customer reported that he went to bed with blood glucose level 200 mg/dl and in night the blood glucose level went up. The customer was treated with insulin pump for high blood glucose level. The customer¿s blood glucose level was 138 mg/dl and 266 mg/dl. The customer performed displacement test and self test and it passed. The insulin pump will not be returned for analysis.